Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally but the customer reported complaint was unable to be confirmed and could not be replicated. During the visual inspection, it was found that the downstream occlusion (dso) seal was degraded. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed accuracy test-over infusing. Occurred during testing. There was no patient involvement.